Manufacturer narrative:
The reported condition o failure code 814:04 was confirmed through the event history and was found to be due to channel c faulty air-in-line printed circuit board. The channel c air-in-line printed circuit board was replaced and calibrated. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
During review of the event history it was determined that a failure code channel c failure code 814:04 occurred on (B)(6) 2011, during delivery causing an interruption of delivery. There was no patient involvement, injury, or medical intervention necessary. This involved an unremediated infusion pump with user interface module master software version 5.04.00.